Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report #3007566237-2019-02172 [information was received from a healthcare provider via a company representative. It was reported that a volume discrepancy occurred regarding the actual reservoir volume (arv) having been greater the expected reservoir volume (erv). It was noted that arv was 19 and erv was 3. It was further noted that discrepancies were also noted on past pump refills; arv was 12 and ¿were expecting less¿ regarding erv. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Prior to the report, the pump logs were checked. No patient symptoms were reported.]. Any additional information received will be reported under this manufacturer report. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2019-oct-22 indicated the rep found out about the volume reservoir discrepancy from the office on (B)(6) 2019. The logs were checked and everything was fine. They scheduled the patient for a dye study, roller study, and potential catheter revision after this appointment. In the operating room, they did a roller study and it was successful. It was noted they tried to aspirate but the doctor was not successful. They opened up the back incision and replaced the spinal segment with an 8782, on (B)(6) 2019. The doctor confirmed the catheter was blocked at the tip. The doctor did not want to send back the catheter for analysis. The weight of the patient was unknown. Thus far, the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 1.201 mg/day) via an implanted pump. The patient¿s medical history included ¿allergy ivp dye, copd, sleep apnea, pneumonia, smoker, high cholesterol, hypertension, chf, dialysis, diabetic, ulcers, and overweight¿. The indication for pump use was unsuccessful disc surgery and non-malignant pain. It was reported that the patient wasn¿t getting relief and the pump had more drug in the reservoir than what the programmer stated was supposed to be in the reservoir. This led to the conclusion that the patient needed to be brought in to diagnostically test the catheter and pump with a dye study and roller study. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient fell in (B)(6) 2019¿ and she received an MRI, but the results of the incident were unknown. On (B)(6) 2019 a roller study and dye study were done. The roller study was successful. The dye study for the catheter was unsuccessful. An incision was made in the patient¿s back; the physician cut behind the anchor of the spinal segment of the existing catheter; then removed the spinal segment of the existing catheter; put in a new spinal segment of catheter and a new anchor; and then connected it to the existing catheter in the patient¿s back area. Blockage was found around the tip of catheter that was removed. At the end of procedure, the doctor was able to aspirate the catheter and did a successful dye study confirming the patency of the revised catheter. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.